Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Update as per medwatch (mw5099414): a (B)(6) year old male underwent total right hip arthroplasty by dr. (B)(6) at (B)(6) hospital on (B)(6) 2021. Stryker rejuvenate modular stem and neck device implanted. On (B)(6) 2012 stryker issued a voluntary recall of the stryker rejuvenate modular stem and neck. All right total hip hardware explanted (B)(6) 2021 and revision total hip arthroplasty performed (B)(6) 2021. FDA safety report ID # (B)(4).

Manufacturer narrative:
An event regarding corrosion & altr involving a rejuvenate modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: materials reviewed: 10/28/2013: stryker pi report. On (B)(6) 2021: op note: revision tha right, with extensive synovectomy, pseudo tumor, co-cr debris. Necrosis of capsule and ligamentous tissue and abductors. Cultures taken. Implants x3 liner 36mm ID, v40 biolox head +0 36mm, restoration modular stem +10 27mm body, straight 195mm conical 18mm stem, quick set injectable bone graft substitute. Significant soft tissue loss, some trochanteric loss of bone, fluid sent for metal levels and culture, previous culture from aspirate negative. Metal levels ¿in chart¿, obvious corrosion at interface of modular neck. Ceramic liner removed. Trident shell protected. Stem out with pencil tip burr. New liner into shell, troch filled with arthrex quickset 48cc. Confirmation: the event was confirmed, a revision was performed for corrosion and pseudo tumor from recalled rejuvenate modular neck stem. Preoperative metal levels were not provided. Confirmation based on the revision operative note. Root cause: the root cause for the revision was presumably high metal levels (not provided) and a resultant pseudo tumor and significant soft tissue injury. The etiology of the metal ion debris was the stem/modular neck interface of the recalled rejuvenate stem. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported corrosion & altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Update as per medwatch (mw5099414): a (B)(6) year old male underwent total right hip arthroplasty by dr. (B)(6) at (B)(6) hospital on (B)(6) 2021. Stryker rejuvenate modular stem and neck device implanted. On (B)(6) 2012 stryker issued a voluntary recall of the stryker rejuvenate modular stem and neck. All right total hip hardware explanted (B)(6) 2021 and revision total hip arthroplasty performed (B)(6) 2021. FDA safety report ID # (B)(4).